Event description:
On (B)(6) 2015, I had restylane gel injected into my cheekbones, lower right and left jaw; on (B)(6) 2015, I had a f/u and had add'l injections due to a "saggy eyelid" and uneven jawline; soon afterwards I experienced severe swelling, bruising, pain, and staining under eyes. I have had numerous doctor's visits since that time where they attempted to dissolve the restylane gel with no effect. Continue to experience all of the symptoms mentioned previously. I have pain most of the time, I am unable to sleep, and have to change my day to day activities due to this issue. Reason for use: used to help with sagging skin under jaw due to weight loss.